Event description:
The primary IV set tubing - no. 11965 - became spontaneously disconnected from the extension set - no. 11959. Staff reports frequent problems with this equipment becoming disconnected. Staff have been taping connections as a work around. Report was made to product rep who told staff they were doing it incorrectly. After teaching tubing still becomes disconnected.